Event description:
A report was received that the pt is experiencing difficulty charging his implant. A bsn representative attempted to troubleshoot the pt's system with no success. The pt underwent a replacement surgery where the physician replaced the ipg. The pt is reportedly doing well following the replacement procedure.